Event description:
It was reported the patient was admitted to the hospital with signs of acute aortic dissection. This 25 mm sjm aortic valved graft was implanted, but bleeding was observed at the junction between the sewing cuff and graft. The 25 mm valved graft was removed and replaced with a smaller 23 mm sjm aortic valved graft (medwatch report# 2648612-2011-00021), but bleeding was also observed in the same location. The 23 mm valved graft was also removed and replaced with a 23 mm bioprosthesis from another manufacturer. It is unknown what type of blood thinner may have been used. Additional information has been requested.